Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 54 mg/dl and 115 mg/dl, while using the suspect device. Reporter indicated that pt's therapy was not modified based on these values. No pt injury was reported and no treatment was received. Qc testing was performed on the suspect product and the level-one test was outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.